Event description:
It was reported that during an implantable pulse generator replacement procedure, noise was noted when ventricular pacing was turned on with the analyzer. It was further reported that two different analyzers were used and the noise on the electrograms was seen on both analyzers and that when pacing is off, the signals are clean. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Two analyzers were reported and are represented by one device item as no serial numbers were provided and the model number and complaint is identical.